Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report.  If product is returned this case will be re-opened, an investigation will be conducted, and a follow up report will be submitted after all investigation activities are complete. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which contained the following information: customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. Customer further reported observing what "looks like a 2nd/3rd degree burn". Customer reported that the symptoms stopped when stopping the use of the product, and that the symptoms returned when using the product again. There was no report of third-party medical treatment. There was no report of death or permanent injury associated with this event.